Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection. There were no additional adverse patient effects reported. The right ventricular (rv) lead was explanted.